Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 3 years after the dental implant was installed in intraoral region #3, it was verified its loss of osseointegration. Fifteen ncm of primary stability was achieved and immediate load was not performed.